Event description:
Additional information was received indicating that the device was programmed to unipolar and impedance was within range. Subsequently, it was determined that the ra lead was not all the way into the header during pocket revision. The connection issue was corrected and good diagnostics were obtained. The system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurement. The device was checked and noise was also noted. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted and returned for analysis. No additional adverse patient effects were reported.